Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device service message and smoke coming out of unit while in use and there was a burning plastic odor. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: dust on top of heater plate. Bottom of enclosure screw had an unknown white substance in its threads, indicating possible mineral deposits. Top of enclosure had unknown brown grain-like contamination at the edges of the top enclosure, where the ui (user interface) panel sits. Green, white and brown unknown contamination (possible corrosion) on top of the iso port tube at the end that is under q3 of the pca (printed circuit assembly). Iso port tube also had potential mineral deposit spots on the inside of the tube. Pca (printed circuit assembly) had unknown white residue on d9 and near q1 and c84, indicating possible mineral deposits from potential water ingress. Q1 was damaged and there are potential black burn marks near it. Pca had a yellowish unknown contamination on the solder pads and vias, especially near fb10. On the bottom of the pca, opposite of q3, the pca had unknown white residue (possible mineral deposits) and unknown black and green (possible corrosion) marks on it, possibly indicating water ingress. Blower motor brass nut had a potential corrosion spot on it. Damaged components c182, c183 and c184 had an unknown white substance on it with possible green corrosion and black burn marks. These components are near u16 and are part of the modem circuitry. White dust-like contamination was at the air inlet of the blower box. Unknown tiny white and black pieces of contamination at the bottom of the blower box. The contamination found at the air inlet was most likely external to the device. The potential mineral deposits on the pca, signal moisture was inside of the device that was most likely caused by condensation. Potential moisture getting into the device where the pca is located and is believed to be the primary cause of the customer complaint. CAPA reference 1299367. Pil was able to confirm the complaint of the humidifier error message but not the complaint of the humidifier plate getting really hot. Care orchestrator data was able to be retrieved. The device had a total of 3 errors reported. Quantity of 1 error# 340 (err_modem_comms) level ¿ continue. Quantity of 1 error# 100 (err_humid_no_heat) level ¿ continue. Quantity of 1 error# 101 (err_humid_max_temp) level ¿ continue. Review of the device log showed: -errors logged: 3 errors were logged. -see 314371726_el attachment for error details of the times and dates. -therapy hours: 1212.5 were logged. -blower hours: 1212.6 were logged. -compliance rate (percent of days with usage >= 4 hours): 96.8%. -device humidification settings: adaptive. Level 4 and 2 errors in august of 2022. -photos attached. Risk tag (ER 2233162 v08) associated with this mode of failure: irrit03, irrit02, shock05, airdry01, infect01, datacom09. The results of this investigation do not impact the calculated risks.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.